Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software was loaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed mixed up images. No pt injury was reported.